Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. Unable to perform the excessive no delivery or occlusion tests due to the motor anomaly. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarms were noted. The pump was received with a cracked case at the display window corners, a broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motion sensor test failure alarms, motor position encoder error alarm and motor error alarms. The customer reported that the insulin pump kept resetting. The customer reported that they would receive the motion sensor test failure during rewind and prime motion. The customer reported that they experienced high blood glucose. The customer's blood glucose was 24.0 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.